Manufacturer narrative:
Device eval by MFR: a mustang device was returned for analysis. The guidewire used by the customer was not returned with the device. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. A visual and microscopic examination identified no damage or issues with the balloon material, tip or markerbands. No kinks or damage were noted along the shaft of the device. The recommended size 0.035in guidewire wsa successfully loaded through the mustang device and removed without issue. No issues were identified with the returned device during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt limb. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, it was noted that the catheter got stuck with the non-boston scientific guidewire. Both devices were removed as one unit and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt limb. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, it was noted that the catheter got stuck with the non-boston scientific guidewire. Both devices were removed as one unit and the procedure was completed with another of the same device. No patient complications were reported.